Event description:
Equipment malfunctioned while stapling the mesh on left laparoscopic hernia repair. The upper cartridge half separated from the lower cartridge half above the head articulation point. The unit was removed successfully without incident or delay.